Manufacturer narrative:
Investigation included customer support troubleshooting and device-use review. Investigation of this case revealed that the cgm was started on the receiver before the ilet, which is consistent with a pairing failure that prevents data transmission from the g7 to the ilet. It was concluded that the event was due to use sequence leading to unsuccessful pairing between the dexcom g7 and the ilet; the ilet device itself was not found to be defective based on available information.

Event description:
It was reported that the ilet displayed ¿connect cgm or enter bg¿ and then three dashes, and showed a ¿pairing failed¿ alert while the dexcom g7 receiver continued to display glucose values, indicating a loss of bluetooth connectivity between the ilet and the g7 sensor. Symptoms included no glucose data on the ilet. Outcomes included user education on starting the sensor on the ilet first before starting the dexcom receiver, guidance to toggle g6/g7 and re-establish bluetooth, and instruction on using bg run mode if cgm data remained unavailable; blood glucose management was reported as unaffected, and there was no injury or medical intervention.